Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions there is no video output signal, and the control panel cannot be controlled would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported cleaning/disinfection/sterilization was done by hand. The device was returned to olympus and the device evaluation found the control panel switches were not functioning and no video signal due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center front panel switches were not functioning. The issue was found during pre-use inspection for a gastrointestinal diagnostic procedure. There were no reports of patient harm.